Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The shock therapies were disabled and lead replacement is under discussion. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.